Event description:
Caller stated the adapter on the pump appears worn and had a leak. He states when he changed his cartridge, he noticed insulin had leaked where the adapter and the cartridge are connected. No adverse event alleged. A request was made for the return of the device.